Event description:
Consumer claims that her grandmother sinks down into the mattress. It isn't bottoming-out, but sinks further than she thinks it should. Says it looks like a hammock. The mattress consumer may need to contact the mattress dealer and request a firmer mattress that may best suit her grand mother, all mattresses made and shipped from the manufacturer's location are manufactured to customers specifications, quality inspected and in good condition when shipped out.